Event description:
Cardioquip epidemiology recommends an internal water pathway replacement.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer then sent the device back to cardioquip for depot repair. After the device had been returned to specification via an internal water pathway replacement, the device passed inspection and is fully functional.